Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on 21-feb-2026. The event occurred three or more hours after insertion. The insertion site was in abdomen. The blood glucose level was 430 mg/dl and the patient treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.